Event description:
Information was received indicating that this smiths medical cadd solis vip pump had damaged air detector. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was duplicated. There was high alarm displayed: air-in-line detected during testing. Defective air detector, inoperable, was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.